Event description:
The customer reported that during the procedure, the device would not open while on tissue/blood vessel. Add'l questions in regard to the incident have also been asked. Add'l data from user facility report: malfunction caused by tip not opening and releasing tissue blood vessel.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted. Add'l data from user facility report: brand name - ligasure, common device name - blunt tip laparoscopic instrument, (B)(4). (B)(6).